Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the coil came out of the introducer sheath smoothly. A continuous catheter flush was administered during the procedure. There was no kink/damage to the coil observed after removal. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium coils had difficulty detaching. The patient was undergoing surgery for treatment of a saccular, unruptured anterior communicating aneurysm with a max diameter of 6.5 mm and a 5 mm neck diameter. It was noted the patient's vessel tortuosity showed no abnormalities. It was reported that the axium coil could not be detached and was replaced with a new axium coil. It was reported that the new axium coil also could not be detached at first, but successful detachment was achieved using the emergency detach system. No adverse health effects occurred. The physician attempted to withdraw using another instant detacher. The physician did not attempt to withdraw using another instant detacher. There was one attempt to remove the device manually via the hypotube. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an instant detacher system.